Event description:
The customer reported to beckman coulter (bec) that their coulter ac *t diff 2 analyzer was leaking approximately 5¿10 ml of sample/diluent that was not contained within the instrument. The customer confirmed they were wearing gloves at the time of the event. Per customer, there was no biohazard exposure to mucous membranes. The customer stated that before the leak was discovered, they were running samples; however, patient results/treatment were not affected as a result of this incident.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered that baths were not properly draining and replaced the waste pump to resolve this issue. The fse also replaced the vacuum air filter (fluid barrier filter). Failure mode was attributed to the waste pump. (B)(4).